Manufacturer narrative:
One ensite precision¿ magnetic field frame sn (B)(4) was received for evaluation at the tech center. Visual inspection revealed the port, the chassis, and labels were free of physical damage. The field frame was evaluated using a test station with tracker software, a test precision link, patient reference sensors, field frame cable, active electrode catheter and a wet lab. Evaluation testing of the field frame was unsuccessful as the field frame was connected through the tracker software and an error was displayed which no communication was established. The reported event was confirmed by communication testing and the root cause was isolated to a non-functioning field frame.

Event description:
Related manufacturing reference: 2184149-2023-00022. During the svt ablation procedure, it was noted that there was no magnetic location which caused delays to treatment. A precision link and field frame from a second system were used and the procedure was successfully completed with no adverse consequences to the patient.